Event description:
A patient reported blood glucose results of "186 mg/dl" with a lifescan meter and "225 mg/dl" on a laboratory device, performed with 10 minutes of each other in 2002. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Due to the large variance in blood glucose results, patient's physician scheduled another comparison test to be performed. Patient reported blood glucose results of "109 mg/dl" with a lifescan meter and "68 mg/dl" on a laboratory device, performed within 10 minutes of each other in 2002. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The patient explained that they inject between 80-90 units of insulin per day and regimen is based on the meter readings. They stated that they had hypoglycemic reactions over the last 5 to 6 months. Patient reported a reading of "52 mg/dl" and having sweaty, hunger, and vision related symptoms. They couldn't recall any dates or times. They explained that on one occasion, they treated self and felt better. Based on insufficient evidence it is unknown if the meter had been reading inaccurately on those occasions.